Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument stopped working and a wire at the instrument's wrist was observed to be sticking out. A fragment from the instrument had reportedly fallen inside the patient but was retrieved during the same procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that a fragment fell inside the patient and was immediately retrieved. A backup instrument was used to complete the procedure. The procedure was completed robotically with no injury to the patient. The patient information is unavailable. No further information was provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a loose pitch cable at the distal end. No missing or broken pieces were observed. Additionally, the instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged.